Manufacturer narrative:
Na.

Event description:
The customer received error messages and questionable ise indirect gen.2 potassium results from the cobas 6000 c (501) module after the electrodes were changed. One example was provided of an initial result was 6.92 mmol/l and a repeat result of 5.3 mmol/l. The erroneous result was reported outside of the laboratory and a corrected report was issued. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The customer found crystallization in the ise reagent compartment which she cleaned. The customer reseated the electrodes, confirmed all o-rings were in place, performed maintenance and ran calibration and qc which passed. The customer then considered the issue resolved. The field service representative could not reproduce the issue.